Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 821 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 821 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of essure implant device through the left posterior fallopian tube approximately 1 cm from the uterine fundus") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of drug allergy (possible allergic reaction to essure implants), obesity, device intolerance, vaginitis, surgery (1. (B)(6) 2015 breast augmentation 2. (B)(6) 2015 essure tubal), live birth (2), menarche (at 12), cryosurgery (additional comments are no response to cryosurgery to cervix for increased cervico-vaginal discharge), vaginal discharge and gravida ii. Previously administered products included: diflucan. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 812 days after essure insertion, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted hysterectomy, bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.156 kg/sqm. [Pathology test] on (B)(6) 2017: surgical pathology reports: operation: lap assisted vaginal hysterectomy, bilateral salpingectomy pre-op diagnosis: non inflammatory disorder of vagina, subacute and chronic vaginitis and subacute chronic vulvitis. Tissue submitted: cervix, uterus, and bilateral fallopian tubes, essure microscopic diagnosis: cervix, uterus and bilateral fallopian tubes, vaginal hysterectomy, and bilateral salpingectomy cervix - acute and chronic inflammation and squamous metaplasia. Endometrium - secretory endometrium. Myometrium - no pathologic diagnosis. Bilateral fallopian tubes - no pathologic diagnosis. Gross description: the right fallopian tube measures 7 cm in length and 0.4 cm in average diameter and contains a metallic device within the lumen consistent with essure. The device is intact and without migration. The left fallopian tube measures 7 cm in length and 6.5 cm in average diameter and within its lumen also contains a metallic device consistent with essure. Also present free in the container is portions of an essure device measuring 10 cm in length and 0.1 am in average diameter. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Non drug treatment updated. Event medical device removal updated to fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.